Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-57435.

Event description:
It was reported the customer was experiencing high blood glucose. The customer also reported the adhesive of their quick sets was getting stuck in the serter. The customer stated the tape was sticking to the side of the serter. It was found the issue was resolved by reviewing proper use of the serter. Customer's blood glucose was 108 mg/dl at the time of the call. No additional information provided.